Event description:
Revision surgery - due to the patient having dislocated.

Manufacturer narrative:
The reason for this revision surgery was due to dislocation. The previous surgery and the revision detailed in this investigation occurred 35 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # (B)(4) associated with the part# 508-36-101, glenoid, head with retaining screw, (reverse shoulder prosthesis) rsp, 36 millimeter, neutral, which documents a nonconformance that out of 15 quantity lot, 1 item was rejected due to out of tolerance. The part was reworked with suitable operations and was accepted. All items in the lot met the design, fit and function requirements and were accepted. There were non-conforming material reports (ncmrs) # (B)(4) associated with concomitant part# 530-06-108, encore reverse shoulder humeral stem, standard, size 6x108 millimeter. The non-conforming material report (ncmr) #(B)(4) states that out of 15 quantity lot, 1 item was rejected due to heat treatment for a period in excess of specification. It was accepted with justification that the excessive heat exposure did not result in any degradation of the test samples exposure. The non-conforming material report (ncmr) #(B)(4) states that out of (B)(4) quantity lot, (B)(4) item was rejected due to larger voids present in porous coating portion. It was reworked with suitable operations and accepted. All items in the lot met the design, fit and function requirements and were accepted. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: loose joint from inadequate soft tissue support, patient bone deterioration, excessive range of motion, patient activities or trauma. Due to the short time between the previous and the revision surgery, it is also possible that the event may have occurred due to improper implant selection or patient non-compliance with medical instructions. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.